Event description:
The pt did not receive any medication during a chemotherapy (5-fu) treatment. The pt returned at the end of their therapy session and the nurse found that none of the medication was delivered. Per the complainant there was no injury associated with the event.